Manufacturer narrative:
Evaluation results: customer complaint of no light output verified. This was caused by outgassing of the adhesive that is used on internal component. This outgassing caused surface contamination buildup to the optical taper of the product. This resulted in no light output.

Event description:
The light source had no light output. No injury was associated with this particular device.